Manufacturer narrative:
One previously used universal plus 60-5274-132 l-hook electrode was returned for evaluation. The l-hook electrode was intact but it had completely detached from the normally integrated electrode tube. Examination under a microscope showed an insufficient weld on the l-hook tip. The external weld on the electrode tube was present and fine. An investigation was opened to determine the need for corrective/preventive actions. The device was manufactured 09-nov-2015. A review of the device history record for this lot found no abnormalities. A 2 year review of the product history for this device family showed a total of 7 similar complaints. During this same 2 year time frame, over 183,637 units were sold worldwide, making the occurrence rate 0.004 percent. To date, there are no patient long term adverse effects reported. This failure mode is addressed in the risk document and the risk analysis shows an acceptable risk level. The universal plus laparoscopic l hook electrode is a single patient use electrosurgical spatula electrode with suction/irrigation capability for use in surgical endoscopic procedures. The 60-5274 series electrodes are coated with eschar-resistant coating. To ensure proper function of the universal plus laparoscopic l hook electrode and to reduce the risk of patient injury, the instruction for use (IFU), (IFU 14057 is available in its entirety on the conmed corporation web site) provides the following precautions and warnings: during trocar insertion, always have the electrode tip covered to avoid potential damage to trocar seals and the electrode tip. When not in use, electrosurgical instruments should be placed in a suitable holder or site which will prevent current flow to the patient should the operator accidentally activate the electrosurgical generator. Examine the device prior to use for damage. Do not use if damage is found. On the 60-5274 series, with eschar-resistant coating, any adhering tissue can be easily wiped away with a sterile, moistened sponge.

Manufacturer narrative:
As of this filing, the used l-hook, electrode has not yet been returned from the user facility for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
The customer reported that during use of a universal plus laparoscopic electrode, l-hook, 5mm x 32cm, in a laparoscopic cholecystectomy procedure, the l-hook came off and dropped into the patient's abdominal cavity. The detached l-hook was immediately retrieved with no problems reported. Using another l-hook electrode, the procedure was otherwise completed with no further complications or patient injury report. No additional information has been received in regards to patient demographic information to date. This report is filed on the basis of potential injury with recurrence.